Manufacturer narrative:
The customer's strips were returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Qc 1: 3.2 inr, qc 2: 2.9 inr, qc 3: 3.2 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (2.5 - 3.9 inr). All measurements were without error messages. The maximum difference between measurements was 9%. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory method.

Event description:
The customer complained of a questionable inr result from a coaguchek xs plus meter serial number (B)(4) compared to the laboratory result from an acl top analyzer using recombiplastin by hemosil reagent. The result from the meter was 2.1 inr. Within 7 hours the result from the laboratory was 1.5 inr. The customer's therapeutic range was requested but was not provided. There was no allegation of an adverse event. The customer does not have hematocrit concerns, is not on heparin, does not have antiphospholipid antibodies, does not have direct thrombin inhibitors, no changes in warfarin, no changes in medication, no new illnesses, no changes in diet, and no signs of bleeding or bruising. The customer meter and test strip were requested for return. Relevant retention test strips (lot 368880) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.